Event description:
It was reported that a small volume folfusor had particulate matter inside of its reservoir. This was found after filling with fluorouracil and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between the dates of 08/06/2014 and 08/07/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.